Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An f-49 (malfunction in real time clock: abnormal rtc data) alarm was identified during functional testing and the review of the alarm log. The reported condition was verified. The cause of the condition was determined to be low battery voltage. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a continuous audible alarm. This occurred before patient use. There was no patient involvement. No additional information is available.